Event description:
A medtronic representative reported that the boom-mounted monitor in the i7/polestar room at the site intermittently displays colored lines and loses signal. Eventually, the intermittent behavior subsided and they were able to complete the surgery with navigation. There was no impact on the patient safety or clinical outcome.

Manufacturer narrative:
Patient ID now provided. Patient weight was requested, but not provided. No parts have been replaced or returned, but the site moved the rack to allow for better airflow and checked all connections inside the rack. After doing this they have seen a decrease in the frequency of the issue, to the point where it is almost non-existent.

Manufacturer narrative:
The patient weight and ID have been requested, but not provided at this time. The device has not been returned to the manufacturer.